Event description:
It was reported that the system 9800's high voltage cable connection was loose and considered unsafe. There was no adverse patient involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Hardware securing the connector was found loose inside the cabinet. The connector hardware was made secure. The system was tested and found to be working as intended and placed back into service.